Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button on the insulin pump get stuck. The customer¿s blood glucose was unknown. Customer stated that the insulin shoots out during priming sometimes and then gave consistent drip, it happened every other priming process. Customer noted the grinding noise during rewound process for about a one year. Customer declined to troubleshooting with 24 hours technical support. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened bolus express and act buttons dome switch. No unlocked j2 or lcd keypad connector noted. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime or fill due to a33 alarm. However, device passed rewind test and displacement test. No rewind anomaly noted.